Event description:
International affiiliate reported to smiths medical international, that the joint separated at the arterial side of the tubing. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a561 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. One a561 subassembly with the tube separated from the fll and one a561 with the fll missing were received. The tubing separated from the fll was measured and was within specification. Observation of the solvent ring indicated that the solvent had been applied and the tubing had been inserted to the correct depth and fully seated. No root cause for the separation could be determined. The second a561 was received in a condition which prevented further analysis. Smiths was able to confirm the issue; however, no root cause could be determined. CAPA has been issued to further investigate this issue. No additional action is necessary at this time. Smiths considers this MDR closed with this report.